Event description:
Patient alleges "non-freezing cold injuries-injuries that are not visually apparent". Patient used unknown cold therapy unit on left knee from (B)(6) 2008. Reports injury on (B)(6) 2011